Event description:
Operating room staff noted a burn mark on the karl storz high frequency bipolar cord (uh801) upon completion of the urology procedure. The burn mark was located on the cord where the electrode connects to the cord. This was the 3rd instance of staff noting a burn mark on a karl storz uh801 bipolar cord following the completion of a procedure. Manufacturer response for high frequency bipolar cord, (brand not provided) (per site reporter) the karl storz rep was notified of the issue stating these cords should be replaced every 90 days. (These cords cost between (B)(6) each to replace.)

Event description:
Or staff noted a burn mark on the karl storz high frequency bipolar cord (uh801) upon completion of the urology procedure. The burn mark was located on the cord where the electrode connects to the cord. This was the 3rd instance of staff noting a burn mark on a karl storz uh801 bipolar cord following the completion of a procedure. ====================== manufacturer response for high frequency bipolar cord, (brand not provided) (per site reporter) ====================== the karl storz rep was notified of the issue stating these cords should be replaced every 90 days. (These cords cost between (B)(6) each to replace.)